Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate blood glucose reading error was not confirmed.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."

Event description:
The patient reported her blood glucose reached 30.0 mmol/l (540 mg/dl) and that she had to be hospitalized for 11 days with diabetic ketoacidosis. They treated her with a manual injection of insulin. The doctor at the hospital feels that the pdm was giving erratic bg results.